Event description:
It was reported that a recent CT demonstrated that there was a type iii endoleak, separation between the aneurx aortic cuff and the bifurcated stent graft. The aneurysm currently measures 12 cm in diameter. The aortic neck angulation was greater than 60 degrees at the time of implant. There was continued disease progression and the aortic neck has a 90 degree angulation. The patient had not returned for follow up since the cuff was implanted. The physician elected to implant a talent converter and extended distally with endurant 1616165, 131382, 1613124 iliac limbs and performed a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated aortic neck); unapproved use of device (stent graft was implanted in a patient with an aortic neck angulation greater than 60 degrees). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck); operational context contributed to event (stent graft was implanted in a patient with an aortic neck angulation greater than 60 degrees).